Event description:
A customer reported that an electromechanical ambulatory infusion pump malfunctioned during a chemotherapy treatment. Shortly after the patient's therapy began (less than 1 hour) the patient returned to the clinic with blood backed into the infusion set. The symptom indicates that the pump was not delivering or potentially under-delivering. There was no injury associated with the alleged malfunction.